Event description:
It was reported by a customer on (B)(6) 2011 there was decrease in fiber vaporization efficiency at 38,237 joules into the case. The procedure was continued with another fiber. Neither the patient nor the end user experienced any injuries as a result of this event.

Manufacturer narrative:
The event description the customer reported into the manufacturer did not indicate a potential patient safety issue. The device was subsequently returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap fractured, and partially broken off. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, accelerating the fiber cap wear and limiting the perform acne of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The component codes 814 fiber and 424 cap refer to the results code 642 thermal problem.